Event description:
It was reported, the flushing pump had cracking in the casing. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental correction report is to inform that upon further review, "cracking in the case" is not a reportable malfunction. There is no potential for the reported issue to cause or contribute to death or serious injury if the malfunction were to reoccur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump had cracking in the casing. There were no reports of patient harm.